Event description:
It was reported via user/facility medwatch# (B)(4) that guide wire coating peeled off. A 300cm, 8cm v-18 control wire was advanced to the lesion. However, a small amount of hydrophilic coating approximately 1.5cm sheared off the guide wire near the puncture site of the cisterna chyli during the initial unsuccessful access attempt. The coating remained in the patient's cisterna chyli. No further patient complications were reported.

Event description:
It was reported via user/facility medwatch# (B)(4) that guide wire coating peeled off. A 300cm, 8cm v-18 control wire was advanced to the lesion. However, a small amount of hydrophilic coating approximately 1.5cm sheared off the guide wire near the puncture site of the cisterna chyli during the initial unsuccessful access attempt. The coating remained in the patient's cisterna chyli. No further patient complications were reported. It was further reported that the physician was working on the cysterna chili and upper thoracic duct and after coronary artery bypass grafting, post operative examination status was normal and the patient was doing well.

Manufacturer narrative:
Initial reporter title: risk manager.

Event description:
It was reported via user/facility medwatch# (B)(4) that guide wire coating peeled off. A 300cm, 8cm v-18 control wire was advanced to the lesion. However, a small amount of hydrophilic coating approximately 1.5cm sheared off the guide wire near the puncture site of the cisterna chyli during the initial unsuccessful access attempt. The coating remained in the patient's cisterna chyli. No further patient complications were reported. It was further reported that the physician was working on the cysterna chili and upper thoracic duct and after coronary artery bypass grafting, post operative examination status was normal and the patient was doing well. Device evaluated by MFR.: analysis of returned product revealed that the device presents its distal tip kinked and it has coating damages on its distal tip too. No further failures were found. The overall length and outer diameter of the device were within specification.

Manufacturer narrative:
Initial reporter title: risk manager.